Event description:
It was reported that two (2) application instruments for sternal zipfix were discovered to have issues. The device with lot 8572592 has to be manually held down to provide tension as the top part that holds the cutter will not tighten. On the other device (lot 8488769), the crimper will not tension. Both of these issues were discovered intra-operatively, but it is unknown if during the same or separate procedures. No surgical delays were reported. It was noted that these devices are used every day in procedures and must be lubricated every day in order to work. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient information is available for reporting. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: august 29, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the second generation zipfix instrument¿s internal moving parts showing only a few marks and scratches which indicate a short time clinical use. No instrument screws are loose or missing. In this non-manufacturing complaint investigation it was found that both sheet metal components, which functions as a mechanical stop to prevent the user from tensioning the inserted implant in the instrument during the cutting function has been deformed. Due to the deformation the user is unable to tension any implant with the instrument. The root cause for this deformation cannot be determined. The non-manufacturing complaint investigation of the second generation zipfix instrument is closed as determined as being in-conclusive. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was initiated and awaiting completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.